Event description:
The user facility reported that during a patient procedure a paint chip fell onto the sterile drape from the sq240 lighthead. The chip did not come into contact with the patient. No injuries or delays were reported and the procedure was completed successfully.

Manufacturer narrative:
The sq240 light is subject to an obsolescence letter stating that effective (B)(6), 2010 steris will no longer fully support sq240 lights. The user facility's cleaning practices caused the paint to blister and chip off the light. The user facility was applying a cleaning solution to the light and allowing the solution to sit on the light for 10 minutes before wiping the light. The sq240 operator manual states (pp 4-2) that the surfaces of the lights be cleaned in the following manner: using a soft clean cloth and the cleaning solution, thoroughly wipe the areas to be cleaned. Make sure to wring out excess solution before wiping. Rinse all surfaces with a soft clean cloth wipe and clear water. Wipe all surfaces dry with a clean, dry cloth. During the investigation it was also identified that the user facility was using a cleaning agent that is not compatible with the light per the sq240 operator manual. A steris account manager offered in-service on proper cleaning procedures for the sq240 lighthead however the user facility declined.